Event description:
Factory review of the device diagnostic log stored on the returned cpu pcb board revealed codes indicating an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. And if in use the user must provide alternative ventilation and have the ventilator serviced. Analysis and testing of the cpu pcb board identified no faults.